Manufacturer narrative:
(Hyperopic surprise). Evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's eye in 2009. The lens was explanted the following month, due to hyperopic surprise. The lens was exchanged for another micl 12.6 but a different diopter, a -13.0. Add'l info has been requested from the facility but none has forthcoming. If add'l info is received, a supplemental medwatch will be submitted.